Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012667498 was returned and analyzed. Visual inspection of the on the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. The native dilator was not returned with the sheath. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.084 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.014 psig and in an acceptable range. In conclusion, the reported side port tubing kink was confirmed during analysis and sheath failed the returned product inspection due to the side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, the tubing was kinked, which raised concerns about the potential creation of air bubbles. The physician noted that the tubing and sheath were being irrigated, but the kinking persisted, causing concern about air bubbles entering the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.